Event description:
I used plastic liner since (B) (6) 1996, to present time. Still using, while I was using this I lived in (B) (6) for 10 years. My legs would tingle and pain. I had ultra sounds of my legs and they could not find anything. I still have problems to this day with my legs. Have tried different times but nothing has been done. They hurt me every night that I can hardly sleep with them. Dose or amount: plasti-liner. Frequency: 2 months. Route: oral. Dates of use: (B) (6) 1996 - (B) (6) 2010. Diagnosis or reason for use: used as a reliner. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: yes.